Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, r wave amplitude variation and failure to extent, dislodgement was confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, r-wave amplitude variation and helix mechanism issue were not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was slightly over torqued due to procedural damage. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts the cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region due to procedural damage.